Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, an unspecified period after a trapease vena cav filter was implanted, the filter subsequently malfunctioned and caused injury, including, but not limited to tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
It was reported that after an unspecified period after a trapease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury, including, but not limited to tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, an unspecified period after a trapease vena cav filter was implanted, the filter subsequently malfunctioned and caused injury, including, but not limited to tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted due to deep venous thrombosis (dvt) with pulmonary embolism despite being on coumadin therapy. Using the seldinger technique, the right femoral vein was accessed. The filter was placed infrarenal and deployed without difficulty. Completed deployment was verified with fluoroscopy. According to the information received in the patient profile form (ppf), approximately eight years and five months from implantation, the patient became aware that the filter had tilted the patient reports tilt of the ivc filter. A CT scan performed for evaluation of the trapease ivc filter, reported tilt of the ivc filter. The patient further reports that the injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Concomitant devices : unk j-wire, unk sheath, unk sheath introducer. Complaint conclusion: as reported, a trapease inferior vena cava (ivc) filter was implanted. Per the medical records, the indication was deep venous thrombosis (dvt) with pulmonary embolism despite being on coumadin therapy. The filter was placed infrarenal and deployed without difficulty. Completed deployment was verified with fluoroscopy. The filter subsequently malfunctioned and caused injury, including, but not limited to tilt of the ivc filter. Per the patient profile form (ppf), the patient reports tilt of the ivc filter. A CT scan performed for evaluation of the trapease ivc filter, reported tilt of the ivc filter. The patient further reports that the injuries have caused emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.